Manufacturer narrative:
Initial reporter: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator dystonia. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2003. It was then noted that the device was explanted in 2004 due to it not having an effect; there was not a greater than 50% reduction in symptoms. It was also stated that the cause and what troubleshooting was performed that was related to the event were unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient's lack of effect since implant remains unknown. No further complications are anticipated.